Event description:
It was reported that the atrial lead had a polarity switch. The lead was confirmed to have noise. A chest x-ray showed no issues with the lead. The lead will remain in unipolar and will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054: implantable pacing lead, (B)(6) 2003. (B)(4).